Event description:
The physician was attempting to insert a penumbra system separator 032 into a catheter when the shaft of the separator kinked. The physician used another separator successfully to complete the case.

Manufacturer narrative:
Results: the separator wire shows a kink approximately 3 cm in length located 4.5 cm distal of the beginning of the green ptfe coating within the proximal taper grind region. Conclusion: the kink in the separator reported in the complaint is confirmed. This type of damage typically occurs in cases where the separator proximal taper grind is manipulated outside of the rhv. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.